Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, and investigation conclusions). The complaints for "post procedural - pvl" and "post procedural - transvalvular leak" were unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. There is no evidence to suggest an edwards manufacturing defect, therefore, a pra and CAPA/scar are not required. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Per the event description, "it was reported that a patient with a 27mm 11500a aortic valve, has been placed under evaluation a valve-in-valve procedure after an implant duration of two (2) years, six (6) months due to moderate intravalvular and paravalvular regurgitation with possible dehiscence. The patient presented with acute on chronic systolic heart failure. Tte: the prosthetic aortic valve appears to open well; however, there are multiple jets of moderate regurgitation, one appearing intravalvular and the other paravalvular; the latter suggesting possible dehiscence. Tee ordered to evaluate concern for valve dehiscence. This is a 78-year-old male with a history of s/p avr unknown mechanical valve (1972), infective endocarditis s/p avr (7/15/2022), chf, htn, hld, a-fib, hfref, obesity, pulmonary htn, polymyalgia rheumatica, severe tricuspid regurgitation, and recent ich s/p frequent falls - on anticoagulant." The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. "Post procedural - pvl". Pvl refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The reported patient comorbidities may have an effect of the valve, however, due to the short implant duration, it is not definitive. Based on the limited information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed. "Post procedural - transvalvular leak". Pericardial valves can sometimes have a small leakage or jet originating from the central coaptation point (physiologic regurgitation). This leak is observed initially when coming off bypass and will often decrease to trace regurgitation or completely dissipate when normal cardiac function resumes post bypass. Another type of leak is between the stent and the sewing ring (non-central transvalvular leakage). Typically, this will spontaneously decrease or disappear after protamine administration and usually only requires monitoring. In this case, the transvalvular regurgitation was reported after a year of implantation and the location of the regurgitation was not specified as central or non-central. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. In this case, there is no indication of intervention required beyond monitoring. Regurgitation of prosthetic valves that is detected by echocardiography with no indication for surgical/percutaneous intervention suggests the device continues to perform its essential function. Based on the limited information available, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve, has been placed under evaluation a valve-in-valve procedure after an implant duration of two (2) years, six (6) months due to moderate intravalvular and paravalvular regurgitation with possible dehiscence. The patient presented with acute on chronic systolic heart failure. Tte: the prosthetic aortic valve appears to open well; however, there are multiple jets of moderate regurgitation, one appearing intravalvular and the other paravalvular; the latter suggesting possible dehiscence. Tee ordered to evaluate concern for valve dehiscence.